Event description:
Report received from (B)(6) stating that service was required for the device. During service air pump not functioning was observed. The device was not being used during surgery. It is unk if injury or medical intervention had occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and condition of air pump not functioning was observed during servicing. If additional info becomes available, a supplemental report will be submitted.